Event description:
As reported by sales rep, the patient presented with a non q wave - inferior mi. The patient received a 3.5 x 23mm cypher stent in a sva-rca back in 2006. Thrombus was noted in the stent upon angiography. The physician successfully opened the stent and placed a vision stent at that location.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.